Manufacturer narrative:
(B)(4).

Event description:
The pt developed a pocket infection due to a pressure sore. The pump and catheter were explanted. A new pump and catheter implant was planned. The pump was used to deliver lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.